Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025, a buried bumper was suspected as the patient went to the hospital as it was not possible to perform the ventral movement of the peg tube. On an unknown date, buried bumper was confirmed. On (B)(6) 2026, the patient underwent surgery on for the removal of the peg tube due to the buried bumper syndrome. No further information was available.